Manufacturer narrative:
The reported event of insertion failure was confirmed. As received, a complete lead was returned in one piece for analysis. The associated guidewire and catheter were not returned with lead. The s-curve hump height was measured within specifications. A guidewire insertion test was performed using a guidewire. The guidewire was inserted through the connector pin and stopped at the proximal region of the lead, unable to completely pass through the lead. Visual inspection found the proximal region of the lead clogged with blood. A catheter insertion test was performed. After back loading the guidewire, the lead was able to be completely inserted and advanced through the catheter successfully without difficulty. The cause of the reported events was isolated to the proximal region of the inner coil being clogged with blood.

Event description:
During implant, insertion difficulty was noted on the left ventricular lead. The lead was explanted and a different lead was used to resolve the event. The patient was in stable condition.